Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 42 mg/dl at the time of incident. Troubleshooting found that the pump was worn inside of an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional testing due to the motor error alarms. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.